Event description:
It was reported that the patient experienced a 'strange pain' from the implantable neurostimulator (ins) site down to the buttock area. The pain felt like pins and needles and began on the monday or tuesday prior to report. The ins was implanted on the right side and may have moved. There was no known accident or incident related to the event. It was also reported that the patient saw a screen on her recharger she had never seen before and could not get the ins to charge for 30 minutes. When the patient attempted to recharge on the day of report, everything worked fine. The patient had an appointment scheduled for (B)(6) 2012. Additional information has been requested but was not available as of the date of this report.

Event description:
It was reported that stimulation was turned off due to it causing pain. The patient had a doctor's appointment on (B)(6) 2012. It was reported after this appointment that the issue resolved on its own. It was unknown whether the event was related to the implantable neurostimulator system. No injury to the patient was reported.

Manufacturer narrative:
Product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2010, product type lead; product ID 37752, serial# (B)(4), product type recharger; product ID 37743, serial# (B)(4), product type programmer. (B)(4).